Manufacturer narrative:
Manufacturer ref no.: (B)(4) - baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Fluid intrusion was confirmed and as a result the battery module failed due to corrosion as a result of fluid intrusion. The failed battery module was replaced.

Event description:
It was reported that a spectrum pump's battery module had fluid intrusion and heat damage. It was also reported that there was no patient injury.